Event description:
Account reports, it ordered the incorrect lens and implanted it. The customer apparently intended to order a -10 diopter lens, but actually ordered a +10 diopter lens. Lens was subsequently removed and replaced with the correct diopter iol.

Event description:
It was reported that the gore-tex regenerative membrane became exposed approximately 3 months after implantation for guided bone regeneration. The dentist used a tissue graft to cover the exposure. The device remains implanted, and is planned for removal within 3 months upon completion of treatment. The patient is reported to be in good condition.

Manufacturer narrative:
The device was not received for analysis. Product met manufacturing specifications prior to release. Cause of this event is undeterminable.

Manufacturer narrative:
The manufacturer was recently informed that during secondary surgery to replace the incorrect intraocular lens initially implanted, the patient's glaucoma valve was damaged. Three months later the patient returned to surgery to attempt a valve revision of the eye. The patient continues to have complications in the operative eye and is undergoing treatment.